Event description:
It was reported that during the implant procedure, the lead could not be fixed in the patient. The physician replaced the sheath to complete the procedure. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex .